Event description:
It was reported that this pacemaker exhibited noisy signals and oversensing on the non-boston scientific right ventricular (rv) lead. Pacing inhibition greater than two seconds were also noted and the patient experienced syncope. Further evaluation was recommended. Currently, the product remains in service and no additional adverse patient effects were reported.